Event description:
It was reported that during use the cs300 intra aortic balloon pump (iabp) had maintenance code #5. There was a patient involvement and no adverse event reported.

Manufacturer narrative:
They changed to another pump, and the nurse called the emergency support line to report the alarm today. No other information available as of now. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cs300 intra-aortic balloon pump (iabp), had maintenance required code 5. The unit was replaced with another one. There was no patient harm or injury reported.